Event description:
It was reported that the balloon leaked. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was leaking air and was unable to expand. The procedure was completed with another of the same device. No complications were reported, and patient was stable after the procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. The device was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube. A visual and tactile examination identified that the distal extrusion was stretched. A microscopic examination of the distal extrusion noted that the outer lumen was stretched down onto the inner/wire lumen at various locations along its length. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon exhibited signs of having been inflated. A microscopic examination of the tip section found no damage. Due to the stretching along the inner/wire lumen, it was not possible to pass a 0.014inch size guidewire through the lumen. The device was attached to a pretested inflation unit and the balloon was inflated to its rated burst pressure (rbp) with no leaks noted. A vacuum was pulled however, the balloon partially deflated slowly. The balloon was inflated again and the balloon inflated to its rbp and maintained pressure with no leaks noted. However, the balloon failed to fully deflate under vacuum. The issue identified with the deflation of the balloon is consistent with the clear evidence of stretching along the distal extrusion. It is likely that this stretching compromised the device's ability to deflate the balloon fully under vacuum. The failure to deflate is not related to the complaint allegation.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6) . E1. Initial reporter phone: (B)(6) .

Event description:
It was reported that the balloon leaked. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was leaking air and was unable to expand. The procedure was completed with another of the same device. No complications were reported, and patient was stable after the procedure.